Event description:
It was reported that the patient underwent a repair of an a-type aortic dissection on 02/2002. The patient presented with pus excreting from the wound. Wound care was performed on a daily basis. After a five month period, the tape was removed on 07/2002 and the wound healed within a couple of days.